Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high, compared to another meter( omnis) the complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that the alleged meter issue began on (B)(6) 2016 at 10.43 am. The patient stated that on (B)(6) 2016 at 10.43 am, she obtained an alleged inaccurately high blood glucose reading of 148 mg/dl with the subject meter compared to 85 mg/dl on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outwith lfs's criteria for accuracy. The patient informed the csr that she manages her diabetes using insulin pump therapy (humalog). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. During the mss review of the original call recording the patient reported that shortly after the alleged issue started, she developed symptom of shakiness which she associated with having a low blood glucose excursion. In response to the symptoms, the patient claimed on (B)(6) at 10.44 am, she treated herself with glucose tablets. During troubleshooting, it was established that the patients' meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged meter issue began.